Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic for a follow-up. Upon interrogation, it was noted that the device was in backup mode due to an event queue overflow. The device was restored; the patient would continue to be monitored.